Manufacturer narrative:
The customer indicated that the device was discarded. The int'l affiliate was contacted and info on reprocessing of the device was requested. No response has been rec'd.

Event description:
Report rec'd from an intl affiliate (another country) of fluid leakage from the tubing cassette. The customer contact reported that the tubing set was being used to deliver an unspecified solution at an unspecified rate. A "few moments later" the nurse noted that "blood from the pt had gone up the IV tubing and appeared to be spilling out of the cassette on the IV tubing set. The blood only appeared to come out of the cassette when the cassette was placed in the infusion pump and the cassette door was shut. When the door was opened, the leak appeared to stop". The tubing set was changed for a new set and the therapy was resumed. There were not reported adverse pt effects. No medical interventions were required. The customer reported that "other sets from this lot were used and no problems occurred." Though requested, no add'l info was provided.